Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The total shoulder arthroplasty (reverse shoulder) surgery was performed on (B)(6) 2019. During the surgery, when the surgeon has fixed the base plate by using reported locking screw (p/n:130790030), it was reported that the screw could not be tightened, just a spin idled. The surgery was complete by using alternative 24mm screw (p/n:130790024, lot number was unknown). It was brand new and the first use when the issue occurred. There was less than 30min. Surgical delay and no harm to the patient. No further information was provided by the hospital.